Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2009, customer reported false positive troponin I (tni) patient results on cardio profiler test. Patient: lady came into the ed with vertigo and neck pain. Testing with edta patient result (<0.05/0.20/<0.05). On (B)(6) 2009, customer called back with additional potential false positive tni results.